Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reports that their bite is not aligned. One side is fixed but the other side is not, it is off and noticeable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.